Manufacturer narrative:
Investigation closed date: 07/02/2024. A getinge field service engineer (fse) evaluated the unit and found compressor fan rpm is zero. Fse resolved the issue by removing and refitting the fan connections. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had fan failure detected alarm. There was no patient involvement

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a